Event description:
User received a cartridge alarm while using an insulin pump, which was confirmed in the pump history. There is no information about any impact on the user's blood glucose level during the event. Technical support arranged for a replacement pump to be sent to the customer, who chose not to disclose their backup insulin therapy method. The customer was instructed to return the problematic pump within ten days using the provided pre-paid label and return box.